Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips remote service engineer (rse) inspected the system remotely and confirmed that the wireless footswitch is broken. Rse suggested onsite service, but the quotation has been cancelled by the customer because the wireless footswitch is still usable. After that, system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that wireless footswitch was defective. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.